Manufacturer narrative:
Product event summary: at analysis it was noted that a piece of plastic was stuck in the ventricular output connector and that this had been broken off from the patient cable plug. It was additionally noted that the hanger was broken and that the device failed the serial number reading on its incoming testing however this is associated with a known anomaly with the tester system. The broken piece of plastic was removed, the hanger was replaced, the unit was cleaned and inspected and then tested and calibrated on the automated test system and passed.

Event description:
It was reported that it was not possible to get the cable into the ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.